Event description:
Customer reported a discrepant result when testing a donor unit. A unit labeled as a pos was retyped as an ab pos. Testing was performed in manual gel. The unit was returned to the (B)(6). During troubleshooting it was determined that customer's test protocol utilized mts diluent 2 and a 0.8% cell suspension.

Manufacturer narrative:
Retained testing, batch record review, and complaint review were performed. Results of investigation were satisfactory. There were no other complaints against this lot of product. This appears to be isolated to this one customer site. (B)(4).